Event description:
It was reported that the physician&#39;s handheld was giving him problems and that he would like a new programming computer. It is unknown if any troubleshooting was performed and what the specific problems are relating the the handheld. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Further follow-up revealed that the handheld was frozen. No additional relevant information has been received to date.

Event description:
Analysis of the flashcard was completed on 10/16/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on 10/16/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.